Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also noted by the manufacturer¿s representative that the notes indicated a " failed spinal cord stimulator device with intractable low back pain".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal stenosis and spinal pain reported in 2014 they stopped using stimulation because it wasn¿t helping the area they really needed coverage; stimulation was supposed to cover the left lumbar/sacral joint, however, they were feeling stimulation everywhere. There were no reprogramming sessions performed and the consumer just decided to stop using stimulation, which was at least two years ago. The consumer wanted to know the process of starting to use stimulation again to see if it might help now, and was redirected to their healthcare provider (hcp), but they first wanted to speak with the manufacturer¿s representative (rep) regarding concerns of being in overdischarge for this length. Additional information was received from the patient and hcp. The patient reported that the therapy had never helped their symptoms. It was reported that the patient needed an MRI for a hearing problem that was not related to the device or therapy. The hcp reported that the patient's ins was dead and that it had not been charged in 3 years. Additional information was received from a healthcare provider (hcp) on 2017-apr-11. The hcp reported that they would contact MRI facilities and possibly a manufacturer's representative to bring the device out of overdischarge. Additional information received on may 30, 2018 from the healthcare professional (hcp) via the manufacturer¿s representative reported (per operative notes dated (B)(6) 2017) that the patient¿s spinal cord stimulator proved not to be beneficial over time. The device caused localized pain and discomfort and the patient wanted it removed. The patient was taken to surgery and the pulse generator and wires were removed. There were no remaining remnants in the patient. There were no immediate complications reported. There were no further complications reported or anticipated.